Event description:
The lay user/patient contacted lifescan alleging the meter's ok button is unresponsive. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device was difficult to close on the third firing with a white load. After the device was closed, the device would not fire. The device was difficult to open but after pushing the button and wiggling the handles the device can open. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.